Manufacturer narrative:
Result - worn brake cam assembly.

Event description:
It was reported by service report that the brakes were not holding in place. No pt involvement or adverse consequences were reported.